Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer will continue to use the pump for insulin therapy. Customer¿s blood glucose value was in the 160's mg/dl.